Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing. The analysis interrogation report indicated the pump was used to deliver compounded baclofen (1500 mcg/ml, 699.5mcg/day) and dilaudid (1 mg/ml, 0.4663mg/day).

Event description:
Additional information was received from a consumer. It was reported that last month the pump "failed," further clarified as the "emergency alarm sounded," and the patient had to get it replaced (as previously reported).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a legal firm indicating delivery failure had occurred. No event date was specified. The patient experienced failure of therapy. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal compounded baclofen 1500 mcg/ml and dilaudid 1 mg/ml via an implanted pump. The drug lot number was unable to be obtained/not available. The pump's IFU (indication for use) was listed as intractable spasticity and post spinal cord injury. The patient's medical history included c7 fracture and hepatitis c. A pump motor stall was seen upon device interrogation. The pump had been programmed to deliver a dose of baclofen 700 mcg/day and dilaudid 0.46 mg/day. The patient did not recently undergo MRI (magnetic resonance imaging). The pump logs showed the motor stalled and had not recovered as of this report. The reporter indicated the patient was not acting like he was in withdrawal but did state the patient was "peculiar" and not a good historian. Additional information was received from a hcp via a company representative. Per this report, the pump stall occurred (B)(6) 2015 at time 1256 per the pump logs. The patient experienced an abrupt return of spasticity. The patient was transported from a hospital via lifeflight to another hospital due to the motor stall. The patient was hospitalized and was admitted to ICU (intensive care unit) for management overnight of moderate withdrawal symptoms until the pump could be replaced. Other medications the patient was taking at the time of the event were not reported. On (B)(6) 2015, the pump was replaced. In the or (operating room), the catheter was aspirated for csf (cerebrospinal fluid) with slow return initially and then normal flow. A physician suspected the catheter might have been clogged due to the compounded drug being infused, but the catheter did show good flow so it was not replaced (only the pump was replaced). The new pump was filled with gablofen 500 mcg/ml. Following surgery, the patient was stable. The issue was resolved at the time of report. The patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.